Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection, specifically vegetation. A new system was implanted several days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2012; 5568-45 lead, implanted: (B)(6) 2000; 97715 ipg, implanted: (B)(6) 2020; 3777-60 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.